Event description:
On 2/9/98, co's customer svc dept rec'd a report from a dr that pt displayed a central corneal ulcer after wearing a lifestyle xtra soft contact lens. Pt had no previous problems with any other lenses, according to this report. On 3/9/98, lifestyle quality control personnel, contacted the dr who said the pt actually had experienced a minor abrasion. The dr did not know if the xtra lens had anything to do with the abrasion. The dr further reported that as of 2/16/98, pt's eye was completely healed and the dr dispensed a new lens.